Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, this pacemaker battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that last year at device check the longevity was at two years, and at that time the device was reprogrammed to right ventricular threshold autocapture. Recently, the patient presented to the ER feeling sick and review found the device running ventricular pacing at 50ppm due to triggering end of life (eol) a few months ago. Data analysis was performed and indicated that the depletion appeared normal based on programmed settings, as the device adjusts eol timing with programmed parameters and power usage. This device was subsequently explanted and sent in for analysis. No additional adverse patient effects were reported.